Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. Start date : (B)(6)2023 => (B)(6) 2023 .

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 27958, and no related nonconformance were identified. Additional information received: outcome: unknown: recovered/resolved.

Event description:
It was reported via clinical trial patient (B)(4) experience, dysphagia. Relationship to study device: probable.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). (B)(6) center. Sex: female. Age (at time of consent): 45 years. Start date: (B)(6) 2023. Alert date: (B)(6) 2023. Country of event: us. Model: lxmc14. Device lot number: 27958. Date of surgery: (B)(6) 2023. Adverse event term: dysphagia. Site awareness date: 18 apr 2023. End date: blank. Severity: mild. Relationship to study device: probable. Drug therapy: yes. Outcome: unknown. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.